Event description:
It was reported that the patient presented in the ER after receiving several hv therapies. Upon interrogation there was an alert for low impedance and possible output circuit damage. Lead to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.